Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the trilumen insulation was abraded through to the conductor coil approximately 310 to 323 millimeters (mm) from the lead tip. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and oversensing. This issue did not result in pacing inhibition for this patient. No additional adverse patient effects were reported.